Event description:
The procedure was completed with the similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b3, b5, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's light went out during the exam. The issue was found before sedation for diagnostic colonoscopy. There were no reports of patient harm.